Event description:
The customer reported that during a procedure, the probe was inserted into the eye and the probe tip came off and feel into the pt's eye. The customer stated that the doctor was easily able to remove the tip, and there appeared to be no damage to the pt. The case was completed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed into the FDA on : 12/19/2007.